Event description:
Customer reports back to back testing on the same metr while using the advantage system with results of: 316 mg/dl and 55mg/dl. Hi (>600mg/dl) and 117mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.